Event description:
Information was received from a patient receiving fentanyl (unknown concentration and dose) via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient stated 'I've noticed for awhile - over the last couple of months that after I get the old meds out and the new meds put in, the boluses seem to go super fast, but when it gets to the end of the month, it slowly takes it's time. The first 15 days are fast. I used to go every 3 months but now I go every month to month and a half.' The patient stated 'I normally do boluses at 11:55 but I've been doing them at 11:51 - 11:52 because sometimes it'll sit here and run slow at 91% before getting to 100%.' The patient stated 'I asked the manufacturer representative who does my shots - at my appointment last month about why it seems to be faster after refills, but they said they didn't know.' The patient stated 'for the past couple days' then '2 days last week' then 'over the weekend,' they've been unable to connect to the pump due to seeing 'not found,' unable to be resolved with pressing 'switch communicator.' The patient stated they bolused successfully before calling and had a 1 hr 50 min lockout on call. The manufacturer's patient services specialist (pss) had the patient toggle bluetooth and location off then back on, and the patient was able to connect again successfully. Pss reviewed with the patient. The patient expressed concern with seeing 'no network connection,' and pss reviewed. The patient had an appointment on the 30th and the patient agreed to monitor and talk with hcp for in-person assistance if needed. The patient called back later the same day and stated they were still getting 'not found' despite going through 'switch communicator', and toggling bluetooth and location off and back on. The patient was escalated and stated they were going to either give their equipment back to hcp at appt on 30th or throw it against the wall. The patient stated they're going to be 'messed up' due to not getting meds. Pss reopened case and sent email to repair for a communicator replacement.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, lot#serial#: (B)(6), product type: accessory, product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.